Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was "bad". The head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the issue may be with the connector block on the programmer itself. Follow-up failed to determine which programmer was being referred to.